Event description:
On (B)(6) 2009, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, follow up computed tomography angiography (cta) revealed a proximal type I endoleak and aneurysm enlargement of .5mm (5.3 ¿ 5.8). The physician stated the proximal type I endoleak and aneurysm enlargement was caused by disease progression. On (B)(6) 2015, an aortic extender component was implanted for proximal extension on the existing system. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Event description:
On (B)(6) 2015, follow up computed tomography angiography (cta) revealed a proximal type I endoleak and aneurysm enlargement of 5mm.

Manufacturer narrative:
Patient¿s medications includes: lutein, lipitor, and diclofenac.